Event description:
Caller alleges discrepant high inratio result 1.7 lab 1.2 two hours later. Therapeutic range 2.0 - 3.0. Pt was unsure if the alcohol she used to clean her finger had completely dried before pricking it. She also stated it took 20-30 seconds to apply the sample.

Manufacturer narrative:
Investigation pending.